Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and spinal pain. It was reported that the patient programmer was ¿having problems.¿ the hcp reported that the patient was having surgery on monday and they wanted to be certain that the implant could be turned off. The patient programmer had poor communication. The issue resolved when the antenna was unplugged. The programmer could not communicate with the antenna but could communicate without the antenna. The issue started in (B)(6) 2016. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4). This event is no longer reportable as a serious injury or a malfunction as the surgery was reported to be unrelated to the device or therapy. There was no intervention required. There will not be any more reports sent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider that reported that the surgery mentioned on (B)(6) 2016 was not related to the stimulator. After assistance from patient services, the patient reported that everything was working just fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.